Event description:
It was reported that a plate cutter broke during a procedure. The broken piece was retrieved, no harm to patient. Surgeon used another plate cutter to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR DHR was reviewed and no issues that would have resulted in this complaint were found. The manufacturing evaluation visual inspection revealed movable anvil broke off. The movable anvil of the cutter broke off as reported. The broken surfaces are homogenous and do not show any anomalies and also indicate material conformity to the specification. The DHR shows that correct material and hardening procedures were used. The cutting edges are blunt; therefore exceeding applied mechanical force caused this damage. The product development evaluation visual inspection revealed the plate holder section of the part is broken off. There is some wear on the cutting surfaces. There is some wear on the device, and since it is unknown how it was used, and if it was mechanically overloaded, the complaint is deemed indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).